Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was received for an asymptomatic patient for high, out of range, pacing lead impedance via a merlin.net transmission. Patient was brought to the clinic for further testing and it was noted the patient had fallen approximately 5 weeks previously. A sudden decrease in ventricular sensing amplitude was observed. The lead capped and replaced.